Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump alarmed motor error. Troubleshooting was performed. The caller stated that the device was not exposed to a high magnetic field. Assisted the customer to run the displacement test and the test failed. Advised the caller that the insulin pump would be replaced and revert to back up. No further information was provided.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. The insulin pump was received stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The displacement test functioning properly.